Event description:
The customer received a control result of 167mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control solution was not expected to be returned for evaluation. New strips and meter were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.